Event description:
Emergent surgery for acute embolus. Right arm. Developed a hematoma in right groin at the site of sheath. Cut-down at right groing area, where a hematoma was removed, and sheath was found to have a 3mm hole in it. Pt condition unk.

Manufacturer narrative:
Event eval: this event is still under investigation.